Event description:
Information received indicates when the brakes were set on the foot end of the bed the head casters did not hold. The brake could be set from the head end of the bed.

Manufacturer narrative:
The technician isolated the issue to the casters. He replaced the casters to repair the bed.